Manufacturer narrative:
Investigation ¿ evaluation simone le bon from mater hospital brisbane in australia informed cook of an incident involving a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. On (B)(6) 2021 the catheter was difficult to remove from the patient. The catheter was eventually able to be removed from the patient. However, the suture remained attached to the drain and inside the patient. The suture was then tried to be removed from the patient by pulling the suture, however this caused great pain to the patient. They were unable to pull the suture out, so they cut the suture and used forceps to remove the suture. No unintended section of the device remained inside the patient¿s body and the patient did not require additional procedures due to this occurrence. A review of documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control, as well as a visual inspection of the returned device was conducted during the investigation. A cut portion of the ult catheter was returned for evaluation. Biological matter was present on the device. A physical examination found the suture broken in the loop. An image of the drainage catheter was also provided. In the image, the suture was broken in the loop and the catheter shaft was removed from the patient. However, a piece of the suture was still connected to the distal end of the catheter that went into the patient. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) for the complaint lot found two nonconformances. One nonconformance for ¿suture damages, broken or separated¿ was described as ¿suture routing incorrect¿, in which one device was scrapped. The second nonconformance was for ¿stringhole, damaged¿ that led to three devices being scrapped. There is a 100% qc check for both non-conformances prior to release. Cook concluded the other non-conformances are not related to this incident. It should be noted that there have been no other complaints associated with this lot number. As there are adequate inspection activities established, objective evidence that the DHR was fully executed and no additional complaints from the same lot. It was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information related to the reported failure mode: precautions: ¿- when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. - traction on the locking suture, if present, should be sufficient to ensure adequate retention of the tip, but should not be overly tight. Verify catheter tip configuration by fluoroscopy. - it is recommended to use a wire guide when removing a locking loop catheter.¿ how supplied: "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned product and the results of our investigation, it was concluded that the cause can be traced to a component failure without a manufacturing or design deficiency. It is possible that during introduction of the catheter, the suture was not pulled taut, causing it to become lodged on some patient anatomy. It is also possible that the pigtail wasn¿t correctly formed, leaving excess suture to be tangled in the abdomen. However, this cannot be confirmed at this time. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: clinical products and contracts manager. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for drainage of the left side abdomen. During attempted removal of the drain, the catheter suture "remained attached to the drain and inside the patient." Any attempt to remove or touch the string caused the patient significant pain. Eventually, the physician cut the suture and removed it with forceps. No other adverse effects were reported.